Manufacturer narrative:
The battery has been returned to the manufacturer; however, completion of analysis is pending. The instructions for use and patient manual include a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) nurse at the hospital in (B)(6) reported that the patient describes battery switching. The battery was exchanged for one from stock. There was no effect on the patient.

Manufacturer narrative:
Log file analysis: log file analysis revealed instances of premature power switching. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed instances of premature power switching. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address these issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.